Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused the patient to develop a respiratory infection. The patient was hospitalized in response to the event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The manufacturer found dark and beige dust or dirt contaminants, dark fiber contaminants, potential keratin contaminants, and dark sheen contaminants in the device. The manufacturer also found a small foreign silver disk object with dark paint that fell out of the open unit, object was not located inside the airpath. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The manufacturer confirmed contaminates were found sourced from external environmental conditions.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a respiratory infection. The patient was hospitalized in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.